Event description:
It was reported the device failed dso (downstream occlusion sensor) calibration. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device presented with a scratched screen, no labels removed. The customer stated problem was not confirmed. Investigation could not confirm the customer's reported problem. The device's downstream sensor was calibrated and passed. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.